Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis review prompted a change in the conclusion. The change is reflected in this report. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pcb (printed circuit board) was out of specification. A high impedance trace was identified between two capacitors, preventing proper operation of the capacitor circuitry. The battery release, heart block, and heart wires were also contaminated. Two side bail covers, ring cover, lead flex cover, battery drawer, and upper and lower cases were broken. The ring was bent and two side bails were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the main pcb (printed circuit board) was out of specification. The battery release, heart block, and heart wires were also contaminated. Two side bail covers, ring cover, lead flex cover, battery drawer, and upper and lower cases were broken. The ring was bent and two side bails were missing.

Event description:
It was reported that the epg (external pulse generator) would not pace for a minimum of fifteen seconds when the battery was removed. It kept shutting off. The device was attached to a patient at the time of the reported event, but there were no patient complications.